Event description:
Broken at the hub. The medication that has been used is propofol 6% and solution intralipid. The other used solution is nacl 0.9%. The operation procddure of the customer is always the same for years. The sheath was removed surgically and they introduced another introducer.